Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was power broken, had low rotations per minute (rpms) and had a hole in the hose. It was determined that the device was power broken because of failure to follow the directions for use and running the device in the safe or load position, which is user error / abuse and possibly misuse. It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. It was determined that the device had low rotations per minute (rpms) because the device was worn. It was determined that this type of damage most likely caused the device to overheat. Therefore, the reported condition was confirmed. The assignable root was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device was overheating. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly